Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable root cause of the reported issue with the pump module being online and offline several times was not determined or replicated. Laboratory testing confirmed that the device was operating within specifications. However, it was confirmed that the left iui pins 13 to 15 were bent, and the right iui was observed to be broken. A review of the logs showed that the heparin infusion details were overwritten due to continuous usage, hence, the issue could not be confirmed. Investigation summary: the reported complaint that the pump module turned on and off several times was not reproduced or confirmed through laboratory testing or log review. The logs were overwritten due to continuous device usage. Testing performed observed the suspect pump module passing channel disconnected replication testing, and the preventive maintenance testing. External inspection found the left (female) inter-unit-interface (iui) connector was observed bent metal pins; the bent pins were pin 13 ground, pin 14 +v8 and 15 common, and right (male) iui was observed to be broken and green corrosion. Internal inspection observed no anomalies with any of electrical or mechanical components. A review of the pcu and pump module error log, showed no errors were recorded on the reported event date. The event logs of the pcu were overwritten; however, according to a hl7 photos reviewed by interoperability consultants, on (B)(6) 2025, the suspect pump module was attached to the concomitant pcu. At 12:31 am, a heparin infusion with drug amount of 25000unit, diluent volume of 250ml, concentration of 22unit/kg/h, and rate of 16ml/h, was programmed, then the suspect pump module went offline. The alaris tm system user manual (v12.1), stated within inspection requirements, to ensure that the alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. Failure to perform these inspections can result in improper device operation. Do not return the device to patient use if there are cracks, surface contaminants, discoloration, or other damage to iui connectors. Use of devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repair. If any of the following are visible on an iui connector, send the device to biomedical engineering: cracks on the surface of the plastic housing damaged plastic ribs between the metal contacts bent metal pins surface contaminants or green deposits note to repair center: the suspect pump module was disassembled for this investigation. Please replace both left and right iui and the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please ensure proper assembly and re-torque all screws to specifications. Note that this report lists imdrf annex codes a040502, g02017, c23, d11 not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported data was missing in the electronic medical record regarding a heparin infusion. It was reported the infusion appears to have been associated with three separate pumps throughout the infusion time. Ikp data only shows the infusion running from (B)(6) 2025 03:33 through (B)(6) 2025 14:20, however the medication administration record (mar) shows that the infusion was started on (B)(6) 2025. It was then associated to a different pump module until infusion was completed. The infusion was then briefly associated on (B)(6) 2025 from 0730 to 1944. The final association began on (B)(6) 2025 at 0320 where the infusion continued to infuse on this pump through (B)(6) 2025. Customer has requested a review of hl7 data. There was patient involvement however no patient harm. Upon further follow up it was reported that through preliminary investigation of hl7 data the pump was noted to be online and offline many times. The customer stated the pump module had bent and missing iui pins which could have correlated with the pump being on and off several times. Customer is requesting investigation of the devices as well as a thorough log review of the heparin infusion.